Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument black wiring was protruding out loosely, but not visibly broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no wire exposed due to damaged insulation. The black cable was still actually intact. It was just loosely protruding out. There was no report from the operation room (or) regarding the cautery loss. There were no signs of thermal damage at site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The damage did not result in a fragment fall inside of the patient¿s anatomy.